Manufacturer narrative:
The pump passed the functional testing, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. No motor error alarms were noted during the bolus/basal delivery. The motor was tested outside of the device and it passed. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. No off no power anomalies were noted. The pump was received without a belt clip. Unable to confirm the damage. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, a scratched reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). Refer to medwatch 2032227-2016-29897.

Event description:
The customer's mother reported via telephone call that the insulin pump alarmed for a motor error during basal delivery. The blood glucose reading was 148 mg/dl. The drive support cap appeared normal and recessed. Through troubleshooting, the displacement test and manual prime were successful without a recurrence of the alarm. Four no delivery alarms were noted in the alarm history. The caller did not recall the blood glucose reading during the time of those alarms. The insulin pump had also shut off without a low battery alert prior to the off no power. She reported a high blood glucose of 400 mg/dl. He was treated with the insulin pump and the caller declined troubleshooting for high blood glucose. She was advised that the customer should discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. She discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions.